Event description:
It was reported by the radiology technician that during a bone lesion biopsy (blb) procedure, the needle tip fractured and remained inside the patient. No additional information regarding the device issue or details surrounding the patient's clinical management or outcome was provided by the user facility. The patient's current condition was reported as "okay.".

Manufacturer narrative:
(B)(4).